Event description:
It was reported that while being discharged, following the implant of the spinal cord stimulator (scs) system, the patient experienced three seizures. The stimulation was turned off and the emergency medical services (ems) were called. The patient was transferred to a local hospital. No additional information has been received.